Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during an unspecified procedure. There were no reports of patient harm

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Updated fields: d9, h2, h3, h4, h6, h11 based on the results of the investigation, the root cause of no image was component failure, the connector board plug unit,malfunctioned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.